Manufacturer narrative:
The device is expected to be returned, however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed.

Event description:
It was reported that the pump time was incorrect, cause was unknown. Reportedly, the customer continued to use the pump for insulin therapy. Customer's blood glucose level was 76 mg/dl.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.